Manufacturer narrative:
Additional information is provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating the patient was scheduled surgery for the right eye (od) causing no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Fyi: a healthcare professional reported that during a phakic intraocular lens implantation surgery an ophthalmic knife did not perform the cutting function. The surgery was completed using another knife. Patient impact was not reported. Additional information has been requested but is not available at the time of this report. This report pertains to one of the two reports from same facility.